Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was having "odd sensations". Upon interrogation, a ventricular lead warning was noted along with 39 low impedance paces. Multiple ventricular high rate episodes were also noted and looked to be noise. The lead remains in use. No patient complications have been reported as a result of this event.